Manufacturer narrative:
E1: phone: (B)(6). H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure, a performer introducer's "anti-reflux valve was torn", causing blood to leak from the hub. The device was exchanged. "Loss of time" was reported. Photos provided by the customer show dislodgement of the silicone disc within the hub. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Summary of event: as reported, during an unknown procedure, a performer introducer¿s ¿anti-reflux valve was torn¿, causing blood to leak from the hub. The device was exchanged. ¿loss of time¿ was reported. Photos provided by the customer show dislodgement of the silicone disc within the hub. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information was received 24sep2025. The procedure was a transcatheter aortic valve implantation (tavi) via femoral access. The patient did not require treatment for blood loss. Another device was used to successfully complete the procedure. Additional information: d4. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The dilator was returned inside of the sheath. Upon removal of the dilator, the silicone disc was noted to be dislodged. A slight, off-center indentation was noted on the disc. No other damage was noted. The dilator measured within specification. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final, sub-assembly, or raw material lots. A review of complaint history found no additional complaints for this lot number, or on any other lot made with the same raw material as the complaint device. The product IFU cautions ¿all instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight. When inserting, manipulating or withdrawing a device through an introducer always maintain introducer position.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure contributed to this event. Because an indentation was noted in the disc, it is possible that the dilator was inserted at an angle, causing the indentation and disc dislodgement. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: b5, d9. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 24sep2025. The procedure was a transcatheter aortic valve implantation (tavi) via femoral access. The patient did not require treatment for blood loss. Another device was used to successfully complete the procedure.